Event description:
It was reported that this right ventricular (rv) lead exhibited high out of range pacing impedance measurements of greater than 3000 ohms and high capture thresholds (1.8v). The patient advised the physician that tones have been emitting from the device. In clinic lead integrity testing with provocation maneuvers, revealed no noise and no change in measurements. The physician will monitor the patient closely through home monitoring system. At this time, the patient is having other medical complications unrelated to the implanted device. The lead remains in services. No adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).